Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified; however, no failure was identified. Additionally, a different issue was identified.